Event description:
The ge oec 9800 fluoroscopy system displayed a stator not on error code. It was also noted there was a temperature sensor error.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective high voltage cable. The high voltage cable was replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.